Manufacturer narrative:
(B)(4) - unexpected post op refraction, explant of lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure, from the patient's left eye, due to unexpected post op refraction, the patient was unhappy with the refractive outcome. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection showed that the lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of the diffractive ring pattern on the optic. It can be seen that the lens was received torn. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the received condition of the lens, no further analysis was possible. The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. There were no nonconformances with respect to the sterilization process. There were no associated nonconformity material reports or nonconformances. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.